Event description:
It was reported that "more than two years after the primary surgery, the rod breakage was confirmed."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned device was confirmed to be a: xia 3 titanium rod diam 6mm cp ti l 120mm, cat# 48232120, lot # pg5. The manufacturing record for lot# pg5 was reviewed and no related nonconformities were observed. All units were inspected visually and dimensionally and found to meet stryker specifications. The returned rod was received and confirmed to be broken into two segments. One segment was attached to two connectors and one segment (the segment with the hex tip) was not attached to anything. Microscopic inspection of the fracture surface revealed beachmark lines, which appear to be characteristic of a possible fatigue fracture. The extended period of time between surgery and the event ((B)(6) 2010 to (B)(6) 2013) suggests that fusion of the spine may not have occurred and as a result the construct was left to support the entire weight of the spine, which may have led to the eventual breakage. Additional factors which may have led to possible breakage are that the surgeon skipped levels, the amount of time since implantation, the weight and activity of patient, and any falls or high load complications. Additionally, the rod to rod connector was used higher in the construct and then spans all the way down to the ilium. This creates a large bending moment on the rod for this section. This large bending moment may have contributed to the eventual breakage of the rod. Conclusion: therefore from the time of implantation to breakage and the microscopic analysis performed suggest that fatigue fracture is a likely cause of the breakage.

Event description:
It was reported that "more than two years after the primary surgery, the rod breakage was confirmed."